Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD), difficulty was encountered with inserting the right atrial (ra) lead into the device header. It was noted that the terminal pin did not appear to want to go all the way into the header. The device and lead were successfully implanted and remain implanted and in service. No adverse patient effects were reported.